Manufacturer narrative:
Additional information was received and it was learnt that the male patient was seen three (3) weeks after the lens was repositioned and he was very happy as his vision was 6/6. Patient sex/gender: male. The serial number of the lens was provided; therefore catalog # was updated to zxt450i115 as it was incorrectly reported as zxt450i110 in the initial MDR. Also the following fields were updated: serial: (B)(4), unique identifier (UDI#): (B)(4), expiration date: 09/09/2020. . Device manufacture date: 09/06/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date of (B)(6) 2020. The correct date is (B)(6) 2020. Expiration date: (B)(6) 2020. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Serial #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown, because the serial number was not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Phone number: (B)(6). Device manufacture date(s): unknown, because the serial number was not provided (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) had rotated by 10-15 degrees post implant. Additional information was received and it was learnt that the lens was implanted on (B)(6) and placed at 90 degrees. The surgeon saw the patient on (B)(6) and the vision hadn't improved so he dilated the patient's eye and realized that the lens had rotated 15 degrees anticlockwise. The patient was brought back for a secondary surgery on (B)(6) and the lens was placed back at 90 degrees; a suture was also put in to help stabilize the eye. The surgeon believes that the rotation may have occurred due to the patient being a high myope (has a large eye). The patient was scheduled for a follow up visit two weeks later. No further information was provided.